Event description:
During cataract surgery, this speculum broke at the solder joint the first time it was used. Another speculum was used to complete the procedure.

Manufacturer narrative:
There was a deformity at the tail of the handpiece, the irrigation tube was bent and the nose was dented. The needle had to be removed with plyers.